Event description:
It was reported that the maestro drill with handswitch continued to run slowly after the was released during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had a bent needle valve and a loose lever assembly due to broken loctite. A bent needle valve can stick and cause the drill to continue running. A loose lever assembly can prevent the safety switch from engaging properly, causing the device to have run on.

Event description:
It was reported that the maestro drill with hanswitch continued to run slowly after it was released during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.